Manufacturer narrative:
The initial reporter provided only her first name. Product information was not provided. It's not possible to determine the manufacture date without the product information.

Event description:
The advocate stated she accidentally applied contour control solution to her grandmother's eye. The eye was flushed with water and there were no serious effects alleged. . No product was replaced.